Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the bed was showing error code 204 on the footboard display causing scale and bed exit to not work properly. No pt involvement or adverse consequences are reported.